Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was unknown. Troubleshooting with tandem technical support was performed and it was found that the customer was using the cartridge beyond labeling. Tandem technical support educated customer on the labelling timeline. Reportedly, the customer changed infusion set, cartridge and delivered a correction bolus via pump and a correction injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.